Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if the patient was re-implanted with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 08, 2025, was filed inadvertently. The correct explant date was on n(B)(6) 2025, not (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.